Event description:
The catheter was used during an avm embolization procedure to infuse a liquid embolic agent. Upon removal of the catheter, it was noted that the marker band remained trapped in the embolic material. The pt was reported to be in good condition, with no clinical sequelae.